Event description:
It was reported that the patient underwent a posterior lumbar surgery at l2-4 to treat pyogenic spondylitis. It was reported that the surgeon could not break off a setscrew during the final tightening. The setscrew was replaced with a new one, but he could not break off it. As a result, its pedicle screw was also replaced with a new one, and the surgeon was able to complete the procedure without any further incident. No patient complications were reported.

Manufacturer narrative:
The device was returned for evaluation. Macroscopic and optical examination reveals thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the thread, with additional damage on one side, consistent with thread jumping. Inconclusive; unable to determine if the mas head was splayed as received by the customer, resulting in insufficient engagement of the set screw, or as a result of mas head/set screw misalignment. (B)(4). A review of the device history records did not identify any applicable nonconformance to specification.